Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured january 14, 2016 ¿ january 15, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from the proximal part of the tubing after filling. The device was filled with morphine and scopolamine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.